Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom on (B)(6) 2015, to report a patient that experienced a skin reaction around sensor adhesive pad on (B)(6) 2015. Sensor was inserted at the arm on (B)(6) 2015. Patient's father described the skin reaction as red, itchy and bumpy skin where patient's father used skin tac. Patient's father treats the affected area with over the counter (otc) coconut oil. It was further reported that patient's mother contacted the patient's endocrinologist on (B)(6) 2015 regarding a prescription. Patient's father reported that physician will be prescribing a steroid for the reported skin reaction. Name of prescription steroid is unknown. At the time of contact, patient's current condition was reported as being "okay". No additional event or patient information is available. It should be noted that the dexcom g4 platinum continuous glucose monitoring system users guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring, or skin discoloration). Additionally, it should be noted that the dexcom g4 platinum continuous glucose monitoring system users guide states: do not insert the sensor in sites other than the belly (abdomen) or upper buttocks.